Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 96 machine. It was reported that "the transmembrane pressure suddenly dropped to -92mmhg". The patient experienced facial tightness and discomfort. Additionally, it was reported that the patient's blood pressure increased. The treatment was discontinued. It was reported that "the patient complained of low back pain on both sides and facial edema". It was noted that the patient experienced a weight gain of 1.3 kg compared to before starting the dialysis. Another machine was used to restart dialysis and monitor the patient. No further issues were reported. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the devise was inspected by a local engineer and no repair information was provided. The serial number is unknown, therefore a service history review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.